Event description:
Patient with previous modified radical mastectomy of the right breast for carcinoma with subsequent reconstruction with "unsatisfactory" results according to the operative record. The implant was removed on 9/8/93 for persistent right breast deformity and a tissue expander was inserted at that time.